Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery for instability/dislocation. The implanted reversed tray and reversed insert were removed. Stem, baseplate and glenosphere remained from previous surgery. No further patient complications have been reported for this patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.